Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had no delivery alarm. Customer¿s blood glucose was 205 mg/dl at the time of incident. Customer was assisted with troubleshooting and no delivery alarm was exited by changing reservoir. Customer stated that the insulin pump had motor error alarm. Customer was assisted with troubleshooting and they were able to complete rewind. Customer stated that the insulin pump passed displacement test. The reservoir will be returned for analysis.